Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check with the customer did not determine source of blockage. Customer reverted to using an alternate method for insulin therapy. Upon follow up, customer reported to have changed the type of infusion set used.